Manufacturer narrative:
The pt record revealed that the pt began insulin pump therapy with animas in (B)(6) 2006. Since that time, there were no reports of adverse events while using the pump. The only complaints on file included the report of malfunctions unrelated to insulin delivery. The supply order history showed that the pt had not received infusion sets or cartridges from animas since (B)(6) 2010. It is not known if the pt received pump supplies from another distributor. The funeral home was contacted in an attempt to locate the pump; the location of the pump remains unk at this time. The funeral home personnel stated that it may have been buried with the pt. The pt's physician's receptionist reported that the pt had not been seen in the office since 2009. According to the pt's records, he did not show up for an appointment that was scheduled in (B)(6) 2010. If the device is returned or additional info is discovered, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member contacted animas to report that the pt was deceased; she requested animas stop shipment on any future mail and supplies. She stated that the pt died on (B)(6) 2010 and that, according to the death certificate, the cause of death was complications pertaining to diabetes. The family member reported that she found the pt unconscious and soaking wet on the floor at home; he was pronounced dead shortly afterwards. She stated that she believed that he had low blood glucose when he died and stated that he had a history of hypoglycemia. The family member could not provide any blood glucose readings from a meter or from the pump; there is no autopsy report. She said that he was connected to the pump when he died and when his body was removed from the home.